Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shocks due to sinus tachycardia. The inappropriate shocks occurred in an isolated episode, and therapy was exhausted. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shocks due to sinus tachycardia. The inappropriate shocks occurred in an isolated episode, and therapy was exhausted. The device was reprogrammed and remains in service. No additional adverse patient effects.

Manufacturer narrative:
B5 field: "describe event or problem" was updated with additional information received. If information is provided in the future, a supplemental report will be issued.